Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis. The DHR (device history review) for sterrad® nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for vacuum system timeout failures prior to this event. Trending analysis for vacuum system timeout issues associated to the sterrad nx found there is an upward spoke noted between (B)(4) 2010. Increased failure modes will be investigated and corrective actions will be implemented. The hhe (health hazard analysis) relating to vacuum system timeout issues is considered none/negligible risk. There were no parts returned for investigation of the report of vacuum system timeout. It was reported that the unit has been functioning properly and no service was needed at that time. The root cause of the vacuum system timeout could not be determined. The root cause of the load being released before reprocessing was human error.

Event description:
It is reported that a sterrad® nx cycle cancelled for vacuum system time out in chamber pumpdown 1. The customer stated that the load was set aside to be rewrapped and reprocessed; however, someone picked it up and released it for use. There has been no report to date of human reactions (increased infection or adverse reactions). The load included two wolf diagnostic hysteroscopy trays wrapped in kimberly clark and one light cable in an asp tyvek pouch. The unit has been functioning properly and no service is needed at this time.

Manufacturer narrative:
Concommitant products: wolf diagnostic hysteroscopy trays, kimberly clark wrap,unknown light cable,asp tyvek pouch.